Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's components, including the cartridge o-ring and pneumatic tap area, before reattaching and completing the cartridge load process. The customer successfully followed the instructions, completed the loading procedure, and resumed insulin delivery.